Manufacturer narrative:
(B)(4).

Event description:
It was reported that the review of electrograms showed non sustained oversensing due to loss of capture during right and left ventricular pacing. The device was reprogrammed. There were no patient symptoms reported.